Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they experienced fluctuating high and low blood glucose readings. The customer's blood glucose reading was 532 mg/dl. The customer treated with the pump and manual injections. The customer also had extreme low reading and missed some basal settings and carb ratio information. The customer was unable to troubleshoot because his son was not with him. The product was not returned for analysis.